Event description:
It was reported that the catheter failed to evacuate. A jetstream xc atherectomy catheter was selected for use to treat popliteal stenosis and moderate to severe calcification in the superficial femoral artery (sfa). The catheter was inserted and advanced to the target lesion. During rex-mode, the physician noticed that the suction/aspiration was not working, as there was no fluid flow within the tube. After several attempts to engage aspiration were unsuccessful, the catheter was removed. The procedure was completed with the use of drug coated balloons (dcbs) and stents. There were no patient complications as a result of this event.

Manufacturer narrative:
Device investigation: the device returned to boston scientific consisted of a jetstream xc atherectomy catheter. Visual examination of the device revealed that the infusion and aspiration lines were cut 4.5 cm from the housing. The baton was missing. The sheath was twisted 1 cm from the strain relief to the point that it was partially torn. Functional testing was unable to be performed, as the infusion and aspiration lines were cut.

Event description:
It was reported that the catheter failed to evacuate. A jetstream xc atherectomy catheter was selected for use to treat popliteal stenosis and moderate to severe calcification in the superficial femoral artery (sfa). The catheter was inserted and advanced to the target lesion. During rex-mode, the physician noticed that the suction/aspiration was not working, as there was no fluid flow within the tube. After several attempts to engage aspiration were unsuccessful, the catheter was removed. The procedure was completed with the use of drug coated balloons (dcbs) and stents. There were no patient complications as a result of this event.